Event description:
Necrotic lesions at injection sites of anesthetic solution following morpheus8 treatment

Manufacturer narrative:
Technical inspection did not reveal any issues related to the incident. Investigation attributed the root-cause to user errors and additional human factors: morpheus8 treatment was performed on bleeding/bruised injection sites, when the operator should have abstained from performing the treatment once seeing such reaction to the injections. The injection of the anesthetic solution apparently was done incorrectly (too much volume, sites too close to one another, possible incorrect preparation of the solution, e.g. Incorrect concentration of epinephrine and hence increased bleeding). Additional intrinsic factors such as patient's coagulation problems could have contributed to the increased bleeding. The operator used extremely aggressive treatment parameters for morpheus8, not congruent with the IFU, which further contributed to the formation of the lesions. It seems there was some additional mechanical damage to the area post treatment (e.g. By friction with clothes) and secondary infection brought by lack of aseptic conditions post treatment.